Event description:
Ultraflow microcatheter being used for endovascular avm embolization. Near termination of the procedure non-target embolization was noted as scattered through the middle cerebral artery branches. Procedures terminated, microcatheter withdrawn. Catheter had fracture 6 cm proximal to microcatheter terminus. Same event as MDR #2029214-2011-00171.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Medwatch report - (B)(4).